Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. The transmitter was replaced and the out of range persisted. Blood glucose was 73 mg/dl. Customer continued to use pump for insulin therapy.